Event description:
Rt arrived to turn on nitrous oxide (no) machine, but the nitric button on the touch screen would not work. Therefore we were unable to deliver on to the patient, and another machine had to be brought in.